Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause: the root cause may be related to failure to follow the dfu. The file indicated the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched. The iol was removed from the patient's eye during the initial procedure. There was no patient harm reported. Additional information was requested.